Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received the meter in the measurement units mmol/l from their health insurance but was expecting the meter to give results in mg/dl. The patient interpreted a value of 7.0 mmol/l as 70 mg/dl which made him eat more. The patient´s hcp noticed that the meter provides results in mmol/l and advised the patient to have it replaced by a meter in mg/dl. The meter provided results in mmol/l which it was labeled for.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.